Event description:
It was reported that a vented high-volume inlet had particulate matter in an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.